Event description:
It was reported that the t: slim x2 pump battery would not charge, and the pump screen was unresponsive after it got wet when it fell off a boat during a vacation. The customer's blood glucose level was high, though the specific value was unknown, and the customer managed it with a correction injection via multiple daily injections (mdi). Technical support instructed the customer to try several troubleshooting steps, but the pump remained unresponsive. As a result, a replacement pump was sent to the customer, who understood and acknowledged the return and set-up instructions. Customer reverted to an alternative method of insulin therapy.